Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components from a psi kit. The lidstock was also returned. The psi and the dilator will be analyzed as part of this complaint investigation. No definite signs of use were observed on any of the returned components. Visual analysis of the sheath revealed that the body was permanently bent at the location of the ribs; however, after further confirmation from r & d and manufacturing, it has been determined that slight bending is to be expected for sheaths of this type. The observed bending is normal for this device. Furthermore, microscopic examination did not reveal any defects or anomalies with the ribs nor any other portion of the sheath body. No obvious bending was observed on the dilator. Visual analysis could not be performed on the protective guard as it was not returned for analysis. The location of the bending measured approximately 6mm from the sheath hub. The sheath total length measured 4 3/16", which is within the specification limits of 4"-4 1/4" per the sheath ext assembly with dilator product drawing. The dilator outer diameter measured 0.1425", which is within the specification limits of 0.1405"-0.1455" per the sheath extrusion product drawing. The returned dilator was inserted into the valve end of the sheath. Little to no resistance was encountered as the dilator was able to pass completely through the sheath body. It was noted that the dilator hub snapped into the cap. Performed per IFU statement, "insert entire length of dilator through hemostasis valve into sheath pressing hub of dilator firmly into hub of hemostasis valve assembly". The hemostasis valve and psi device were leak tested according to three different parameters per amrq-000037 rev.09: 1) low pressure leak resistance test (amrq-000037 section 6.1.2): this states, "there shall be no leakage past the hemostasis valve when using a pressure of 20-21kpa (3psi)." The psi was attached to the lab leak tester. With the distal end of the sheath occluded, the sheath was pressurized to 21kpa for 30 seconds. No leaks were observed, which indicates that the sheath valves are functioning as intended. 2) liquid leakage - hemostasis valve with catheter advanced. The parameters from the low-pressure leak resistance test were repeated with a lab inventory 8 fr swan-ganz catheter inserted into the sheath. The sheath was pressurized to 42 kpa for 30 seconds and no leaks were observed at the valves. 3) high pressure leak resistance test (amrq-000037 section 6.1.3): this states, "when tested in accordance with iso 11070: annex e, using a test pressure of 300-320kpa (43.5-46.4psi), there shall be no leakage sufficient for form a falling drop." The psi was attached to the lab leak tester. With both the distal end of the sheath and the hemostasis valve occluded, the device was pressurized to 300kpa for 30sec. No leaks were detected from any portion of the psi, which indicates that the sheath assembly is intact. R & d and manufacturing were contacted as part of this complaint investigation. They confirmed that the psi design specifications indicate that these sheaths shall contain 4-6 corrugations and must withstand 10,000 flexes at 60deg angle to meet the design requirements. They reiterated that the slight bending (as seen on the complaint sample) is to be expected. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use if package is damaged". The report of a bent sheath was not able to be confirmed through complaint investigation. After communication with manufacturing and r & d, slight bending seen on complaint sample is to be expected for this product. Likewise, the sheath met all relevant dimensional and functional requirements including leak testing performed per iso 11070. Therefore, the bending observed does not affect the functionality of the device. Based on the customer report, the appearance of the sample received, and the comments from manufacturing/r & d, no problem was found with the returned device. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the sheath body was found bent upon opening the package. Therefore, a new kit was used instead. Prior to use on patient. There was no patient involvement.

Event description:
It was reported that: the sheath body was found bent upon opening the package. Therefore, a new kit was used instead. Prior to use on patient. There was no patient involvement.

Manufacturer narrative:
(B)(4).